Event description:
A report was received that the patient, who had been recently implanted, experienced numbness in the legs. The physician assessed the patient and confirmed blood clot formation and hypertension. The event was believed to be procedure related. The physician inserted a drain, and the patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.